Manufacturer narrative:
Based on the claim against the product by the customer noting fire at both ends, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An isi technical support advised the customer that monopolar energy cables can only be used 20-25 times. An isi field service engineer (fse) also followed up with the customer and confirmed that the monopolar energy cable was being used with a covidien force triad generator, and that the suspect cable has since been turned in. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. This complaint is reportable malfunction event due to the following conclusion: it was alleged that a fire occurred at both ends of the monopolar energy cable connection. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar energy cable caught on fire at both ends of the connection. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found errors 25913 2-8a. The customer was using the covidien force triad generator, not the integrated electrosurgical unit (iesu/erbe). The customer replaced the cable and continued with the procedure. The tse recommended the customer to replace any power cords that looked overly used/old and had any defects to the cable. The customer was using the covidien ft-10 instead of the erbe because of the surgeon's preference. There were no reports of patient injury. The customer called back to ask if there was a way to determine how many times an energy cord had been used. The tse advised that the cable usage would have to be tracked by the site, and that the cables can be used between 20-25 times. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: there was no harm to the patient. Water was used to put out the fire. The customer was unsure if the suspect cable was available for return. The customer could not verify that a 3rd party-generator was used.